Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issused. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported no display while using the vela ventilator. The customer reported the screen was black, and no display noted when the unit is turned on. The customer reported the ventilator can't deliver gas at the same time. The customer reported the front panel power led (light emitting diode) was bright, and there is an audible alarm present. There is no patient involvement associated with the event.